Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section g3 and h6 (type of investigation, findings and conclusion) was previously missing and has been correctly updated in this report.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. Repeated attempts for additional information or to have the device returned for evaluation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.